Event description:
It was reported that the device was sensing the p wave on ventricular channel and it was difficult to tell if there was ventricular capture. It was further reported there was a ventricular threshold warning. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.